Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device following a diagnostic procedure. The reporter could not recall if there were any difficulties with the deployment of the device. The reporter stated it was difficult for the physician to remove the device, but was eventually able to remove the device from the artery. Manual compression was then used to achieve hemostasis. There was no report of an adverse pt event.